Manufacturer narrative:
H10: the actual device was received for evaluation. The sample was returned to the plant containing 98 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The sample evaluation was not able to confirm the report of no flow. Baxter¿s historical complaint monitoring of no flow samples that were returned to baxter was used to estimate and determine probable cause of no flow. The review determined probable cause of no flow reports for devices returned to baxter could include air bubbles in the glass capillary (the instructions for use, details a force priming technique to resolve the no flow situation). This probable cause is considered use-related factor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor sv (small volume) experienced no flow during priming at the hospital. It was further reported the pharmacist was able to observed fluid flowing when saline was filled. When fluorouracil was added, the solution did not flow to the distal end of the tubing. The device was filled with fluorouracil. The total fill volume was 100ml. There was no patient involvement. No additional information is available.